Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that hospital wide communication issue with meditech. A technical support specialist logged into the es server and observed issues with xml messages. The external messaging service, inbound processing service, and tcp/ip were restarted, followed by a restart of iss. Xml messages were confirmed to have reset and were crossing over again. The customer verified that the issue was resolved, and orders were successfully processed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a hospital-wide communication issue occurred with meditech. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.